Event description:
A customer reported an issue with their pump screen, which experienced display problems. There was no reported adverse impact to the customer's blood glucose level. The pump was returned for evaluation, and upon testing, it was confirmed that the screen did turn on, but was damaged, unresponsive and unreadable. Subsequently, the customer was sent a replacement pump.